Manufacturer narrative:
Upon routine running of qc, customer found that qc results for some analytes were out of range. They attempted to calibrate the instrument, but calibration failed. After repeated attempts to calibrate with fresh reagent and calibrator failed, the lab contacted hotline for troubleshooting assistance. Hotline advised customer to discontinue running pt samples on the instrument and generated service. Service instructed the lab to change the sample probe. Customer reran pt samples run previously and amended results. As of (B)(4) 2008, the issue was resolved. The customer believes fibrin buildup in the probe may have caused the issue. In this event, pt samples were re-tested and treatment was not affected. Upon recur, a low creatinine result could contribute to serious injury. A malfunction will be assumed for the purpose of this report. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci), regarding low creatinine results generated by the unicel dxc 600i synchron access clinical systems for several patients. Three patient samples were tested for creatinine and results were in the range of 28 umol/l-146 umol/l. The results were reported out of the lab. After replacing the sample probe, customer re-tested the original samples and repeated creatinine results were in the higher range (52 umol/l-189 umol/l). The results were amended. Per customer, they do not believe treatment was initiated or withheld based upon the erroneous results.